Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 5 requires maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the main full height drawer was not detected as closed. A field service engineer (fse) removed the back panel and observed that the latch sensor light was off. Upon inspecting the latch component, it was found that the magnet was missing from the inseparable part. The fse replaced the inseparable component, rebooted the device, and confirmed that all lights on the controller board were properly lit. The customer successfully recovered the failed full height drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es auxiliary the drawer 5 requires maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.